Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer reported insulin was squirting out from the insulin pump during the manual prime process. The customer's blood glucose was 415 mg/dl. The customer also stated they did not observe a gap between the piston and reservoir stopper during the prime process. The customer was advised to insert a new infusion set and reservoir and prime the insulin pump again. The customer's call was disconnected during troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.